Event description:
(B)(4). My device was provided by my insurer. My surgeon was being trained in the procedure, so he had a lot of difficulty placing the coils. The procedure took much longer than expected, and he was only able to place one of the coils. Since the placement, I have had moderate to severe nausea, cramping, and at times a fiery pain in my abdomen, along with infrequent stabbing pains in my pelvic area. I've had a sonogram which didn't show any trouble, and there is no sign of infection from blood work. The pain is worst at night and is affecting my sleep.